Event description:
The customer reported this atrial lead displayed high threshold measurements and was explanted; thresholds elevated after implant to 5.0 v at 2.0 ms. A new lead was successfully implanted; to date, no adverse patient effects have been reported. A request has been made for the lead to be returned, however, neither the lead or information as to whether the lead will be returned has been received. The lead was actively implanted for approximately 2 months.

Manufacturer narrative:
The lead was explanted and has not been returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold evaluation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.